Manufacturer narrative:
Analysis received the unit with intermittent buttons due to corroded keypad traces. The unit power up properly after battery installation and operating currents are within specification. There was no unexpected battery change too slow alarms noted. The unit passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. There was no frozen screens noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was unresponsive. The customer's blood glucose was 140 mg/dl at the time of incident. The insulin pump will be returned for analysis.